Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that the patient with this pacemaker experienced syncope. It was believed that the device was not pacing. The physician was unsure if someone changed the sensitivity in the device. The patient was pacemaker dependent. Subsequently, this patient underwent a revision procedure and this device was explanted and replaced with a competitor's product. The device was interrogated post explant and no stored episodes were found. No additional adverse patient effects were reported.

Manufacturer narrative:
This pacemaker was thoroughly inspected and analyzed upon receipt in our quality assurance laboratory. Visual microscopic inspection of the device header and lead ports revealed that all seal plugs were intact and there were seal ring witness marks in each port, indicating full insertion of both leads while the device was implanted. Telemetry was successfully established, and a download of the devices diagnostic data was performed. Review of the data noted no alerts or resets were recorded. Automatic gain control (agc) sensing was programmed for both the right atrial (ra) and right ventricular (rv) channels; sensitivity levels were programmed to 0.25 mvolts (ra) and 0.6 mvolts (rv), respectively. Pin gage testing, designed to verify proper port dimensions, was completed on the ra and rv ports; each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed; all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
It was reported that the patient with this pacemaker experienced syncope. It was believed that the device was not pacing. The physician was unsure if someone changed the sensitivity in the device. The patient was pacemaker dependent. Subsequently, this patient underwent a revision procedure and this device was explanted and replaced with a competitor's product. The device was interrogated post explant and no stored episodes were found. No additional adverse patient effects were reported.